Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used or charged the ipg for approximately a year. As such, the ipg was inoperable and would no longer communicate with external devices. Surgical intervention is planned to address the issue.

Event description:
Per the manufacturer's device database, the patient's ipg was explanted and replaced.

Event description:
Follow-up identified stimulation was restored following the replacement procedure.